Event description:
This report is based on something I learned from a friend who is in an elderly stage of life and requires hearing aids. This may apply to any airpods marketed as hearing aids. My friend was working in the kitchen while wearing the airpods marketed and sold to her as devices with a core hearing aid feature. She was performing the daily living activity of preparing a meal. As part of preparing a meal, she turned on the kitchen sink to wash dishes. Then, turned away from the sink to tend to something on a kitchen island where the stove is set. Meanwhile, the water was running in the background. However, she could no longer hear the running water due to the way the airpods processed ambient noise from the environment while the hearing aid feature was active. She reported feeling water on her feet. Noticing the overflow, she turned, perhaps to tend to the water faucet that was running. After turning, she slipped and fell. Falling can be extremely hazardous for elderly people, especially when they have a medical history (e.g., hip replacement, etc.). The slip and fall resulted in her injuring her knee to the degree that it now requires a replacement surgery. To the best of my knowledge, the airpods were passively providing hearing aid assistance at the time of this event. Please reach out if you would like to request contact information for the individual impacted by this serious medical event. I do not have the product but the person impacted does, including an ability to capture images. She reported paying about $(B)(4) directly to the manufacturer for the airpods.